Event description:
During removal of infusaport, cath broke at 4 cm. Remainder retrieved via intervential radiology via right groin stick and snare. Device inserted 2001. Physician spoke with vendor and specifically requested report to FDA.